Event description:
It was reported that the right ventricular lead was possibly fractured, had high impedance and there was oversensing/noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addrl1 ipg implanted (B)(6) 2014. (B)(4).